Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life is less than expected. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.